Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to the right ventricular (rv) lead t-wave oversensing. It was also noted that a rv lead integrity warning was triggered due to high rate non-sustained episodes and sensing integrity counter. The lead¿s sensing configuration was reprogrammed, and the lead remains in use. It was noted that the patient did not know that they had been shocked and was admitted to the hospital for confusion/mental status changes and metabolic issues. No further patient complications have been reported as a result of this event.